Event description:
It was reported that the micro sagittal saw ran without user activation during routine equipment eval at the user facility, by a manufacturer's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor was pressed out and it was observed that the motor flex assembly was delaminating in multiple slots and that the motor was corroded. It was also observed that the boot was worn and that the ball bearing was stuck in the rear bearing housing. The presence of damage to the tps flex assembly and corrosion in the motor assembly could cause or contribute to the handpiece running without user activation.